Manufacturer narrative:
Block h6: problem code 3009 captures the reportable event of stent positioning issue. Block h10: the returned hot axios and delivery system was analyzed, and a visual evaluation noted that the stent was received fully deployed and the inner sheath was kinked. A functional evaluation could not be performed because the stent was deployed. A dimensional evaluation noted that outer diameter (od) of the catheter was measured within specification. No other issues with the device were noted. The reported event of stent positioning issue could not be confirmed because this event occurred during procedure and it is not possible to replicate these events in the laboratory. It was confirmed that the inner sheath was kinked. Most likely, factors encountered during the procedure and/or the interaction with the scope, the anatomy of the patient, the difficulty to position of the stent, and the force applied could have caused the kink in the inner sheath. The stent positioning issue was most likely caused by the handling of the device as it was reported the physician pulled the delivery system too far back and the first flange was pulled out of the collection. Therefore, a review and analysis of all available information indicated that the most probable root cause is adverse event related to procedure. A review of the manufacturing documentation for this device revealed that no anomalies or deviations related to the event occurred during manufacturing. A labeling review was performed and, from the information available, this device was used per the directions for use (dfu) / product label.

Event description:
It was reported to boston scientific corporation that a hot axios stent was to be implanted during an endoscopic ultrasound (eus) pseudocyst drainage procedure performed on (B)(6), 2020. Reportedly, the physician was using the eus method of deployment where the second flange of the stent is deployed in the scope, and then the stent is released from the scope by advancing the catheter and retracting the scope in a 1-to-1 fashion. According to the complainant, during the procedure, the physician deployed the first flange of the stent but after deploying the second flange it was noted that the stent was not in the collection. It seems that in "step 3" of stent deployment, the physician likely pulled the delivery system too far back and the first flange was pulled out of the collection. The axios stent was removed with rat tooth forceps. The procedure was not completed and it is unknown if the physician is planning do any further intervention to resolve the pseudocyst. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
(B)(4). The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that a hot axios stent was to be implanted during an endoscopic ultrasound (eus) pseudocyst drainage procedure performed on (B)(6) 2020. Reportedly, the physician was using the eus method of deployment where the second flange of the stent is deployed in the scope, and then the stent is released from the scope by advancing the catheter and retracting the scope in a 1-to-1 fashion. According to the complainant, during the procedure, the physician deployed the first flange of the stent but after deploying the second flange it was noted that the stent was not in the collection. It seems that in "step 3" of stent deployment, the physician likely pulled the delivery system too far back and the first flange was pulled out of the collection. The axios stent was removed with rat tooth forceps. The procedure was not completed and it is unknown if the physician is planning do any further intervention to resolve the pseudocyst. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.